Manufacturer narrative:
Customer concern: recalls insulin dripping or squirting from end of set before connecting at their site, low blood glucose. Emergency room visit/hospital admission/ems dispatch. Evaluated 1 open/used reservoir (no liquid inside barrel) transfer guard and plunger were not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump; ran bolus and basal leak test procedure (appendix c); per (B)(4) . Conclusion: reservoir passed per inspection: no occluded, no leakage anomalies were found during test (did not continue dripping or squirting insulin after test). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's wife reported via phone call that they experienced low blood glucose. Blood glucose reading was 35 mg/dl at the time of incident. The customer was treated with IV drip. Customer's current blood glucose level was 191 mg/dl. Customer was not using auto mode feature at the time of the incident. Customer been using the insulin pump system within 48 hours at the time of the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.